Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin in the patient line tubing during the fill tubing process until filled with 5.8 units of insulin. Customer reported a blood glucose level of 238 (mg/dl) and indicated a correction bolus would be delivered. During troubleshooting with tandem technical support, it was discovered that the tubing was not primed initially. Customer was able to prime tubing and resumed insulin.